Manufacturer narrative:
PMA 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that due to compression of the fracture, a shortening of the femoral neck, the blade slid (as intended) to the lateral side. Since it was a very small patient it irritated the tractus iliotibialis and therefore was exchanged.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). This report is for an unknown proximal femoral nail anti-rotation (pfna) nail/unknown lot. Additional product code: hwc. (B)(6). Part number is unknown but pfna products are typically not distributed in the united states, but are similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported there was irritation of the tractus iliotibialis resulting in a change of the blade. The blade failed three to six (3 - 6) months post-operatively. The initial procedure occurred on (B)(6) 2014. The blade was changed on (B)(6) 2014. Patient recovered without persistent damage. This report is for an unknown proximal femoral nail anti-rotation (pfna) nail. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 01 oct 2012 expiry date: 01 sep 2022. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.